Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The nc trek device is being filed under separate medwatch report.

Event description:
It was reported that the procedure was performed to treat a lesion with mild tortuosity, heavy calcification and 80% stenosis in the mid circumflex coronary artery. During pre-dilatation with a 2.5 x 12 mm nc trek balloon catheter at 10 atmospheres, a rupture [perforation] occurred. The physician judged that the calcification was too serious at the lesion, and there was no concern about the product. A 2.8 x 19 mm graftmaster was advanced to treat the perforation, but could not cross the lesion. A 2.8 x 16 mm graftmaster was used to cover the perforation successfully. No additional information was provided.